Manufacturer narrative:
After getting the 3x5x7.5 trufill dcs orbit mini complex fill coil in position, the physician was not satisfied with the position of the coil; therefore, he withdrew the coil into the microcatheter and tried to reposition the coil. At this time the coil stretched. The coil was retrieved and the case was completed using a 4x7 trufill dcs mini complex fill coil. No further information regarding the aneurysm size/location or procedural factors has been provided in response to multiple investigative attempts. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Some waves were noted on the device; however these appear to have occurred during the handling of the unit when it was returned for evaluation. Part of the support coil was out of the proximal section of the introducer. Embolic coil, gripper and rest of the support coil were inside of introducer. Embolic coil was stretched at the proximal side. Introducer and gripper presented no damages. No other anomalies were noted. Gripper and embolic coil were inspected under microscope and the condition stretched on the embolic coil was confirmed. It was confirmed that there were no gripper damages. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15134047 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported stretching of the coil was confirmed. Neither the analysis nor the device history record review indicates that any manufacturing factors impacted on the reported event. Additionally inspections are in place to prevent this type of damage leaving from the facility. Based on the report that the coil stretched during repositioning, procedural factors appear to have impacted in the embolic coil damages. Due to the lack of procedural/clinical information pertaining to the event and the repositioning, no conclusion can be made regarding possible specific contributing factors. Therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
During a coil embolization procedure, the orbit coil (637mf3575) stretched during repositioning. The physician retrieved the coil and completed the case using a different orbit coil (637mf0407).